Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Multiple requests for further info have been made. Allergan has received no response from the authors. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abdominal pain, nausea, and vomit are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported events of nausea and vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage."

Event description:
Reported events of "abdominal pain plus nausea and vomiting" from journal article: "an approach to the assessment and management of the laparoscopic adjustable gastric band patient in the emergency department", emergency medicine australasia (2011) 23, 186-194. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 18 pts who experienced "abdominal pain plus nausea and vomiting".